Event description:
It was reported the lead's polarity switched to unipolar. The unipolar impedance was 195 ohms and it was not possible to maintain bipolar programming because the bipolar impedance was less than 200 ohms. Possible insulation damage discussed. Follow-up attempts were unable to confirm the status of the patient and the lead. Records indicate the lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.